Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s issues was their fall. The hcp noted (via operative notes) that the device was working great until they fell and landed on the device but, since, the device had not been functioning. The fall on the device also caused significant pain for the patient despite correct wire placement. The hcp ruled ¿device malfunction¿. The hcp replaced the ins on (B)(6) 2019. The old ins was sent to pathology for gross examination only. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient stated it was extremely painful and they had turned the device off. The patient stated they then went to see their managing health care provider (hcp) and the hcp had turned the implant on again and the patient stated they "nearly hit the ceiling," it hurt so badly. The patient stated the hcp did an x-ray and it was determined that something had broken ( the patient stated they weren't sure about what had broken) so the implant was replaced on (B)(6) 2019. The patient stated the accident had occurred in (B)(6) 2019. Documented reported event. No further action was taken by patient services. No further complications were reported at this time.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal I ncontinence and gastrointestinal/pelvic floor. It was reported that the patient had a fall with their previous ins and the fall caused a replacement because the ins had been damaged. The patient reported that the fall happened a couple of months ago. No patient symptoms were reported. No further complications were reported.